Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having issues with the infusion sets. She changed the infusion set that morning but received a no delivery alarm. Her blood glucose level was running high. She treated her high blood glucose level with a manual injection. The infusion set had a bent cannula. While troubleshooting she could see insulin exit but she received a no delivery alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis.